Event description:
Ten mins into dialysis, pt complained of shortness of breath, feeling funny and was hot and tired. Oxygen and normal saline were administered. Dialysis was continued and pt recovered with treatment.

Event description:
On 3/31/99, pt complained of burning sensation on both feet. There was no change in blood pressure. Pt recovered. No other reactions were noted.

Event description:
3/25/99 - approx 1 hr into dialysis pt exhibited a drop in blood pressure. Mannitol and normal saline were administered. The pt recovered with treatment and dialysis was continued. 3/27/99 - approx 1.5 hrs into dialysis, blood pressure dropped. Mannitol was given and dialysis continued. 3/30/99 - approx 3 mins into dialysis pt complained of shortness of breath and swollen throat. Normal saline (400 cc) was administered. Dialysis was discontinued after 10 mins of initiation of the dialysis. Oxygen, 50 mg benadryl and 500 mg solumed was administered. After 30 mins the pt recovered and went home. 4/1/99 - dry pack dialyzer was used. There was no amukin-d exposure. Pt had a drop in blood pressure after 1 hr into treatment. 4/3/99 - 4/6/99 - no complications.

Event description:
Ten mins into dialysis, pt complained of nausea with hypotension. Normal saline was administered, dialysis continued and pt recovered with treatment.

Event description:
3/29/99, four mins into dialysis, pt had swollen face and began to vomit. Benadryl was administered. After one hr epinephrine was given and pt recovered with treatment and was continued treatment. Dialysis was continued. 3/31/99, pt exhibited no reaction during dialysis. 4/2/99, minor reaction observed after 2 mins into dialysis. Benadryl was administered and dialysis continued with no further complications. 4/5/99, aprox 5 mins into treatment, pt had an apparent allergic reaction, face and lips were swollen with shortness of breath. Treatment was given and pt recovered. 4/7/99, no reactions.

Event description:
3/12/99 - 3/19/99. Needle infiltrated on 3/19/99 and the pt returned on 3/20/99 for dialysis. 3/20/99 - five mins into dialysis pt complained of light-headedness and being hot. Blood pressure dropped from 148/80 (pre-dialysis) to 112/54 and dialysis was continued. 3/22/99 - 3/24/99 no complications were noted. 3/26/99 - two mins into dialysis, pt complained of a numb feeling and had a drop in blood pressure to 103/49. Dialysis was continued and pt recovered with treatment. 3/26/99 - two mins into dialysis, pt complained on numb feeling and had a drop in blood pressure to 103/49. Dialysis was continued and pt recovered with treatment. 3/29/99 - no complications. 3/31/99 - drop in blood pressure, dialysis was continued and pt recovered with treatment. 4/2/99-4/5/99 no complications.

Event description:
On 3/25/99, during dialysis pt complained of numbness and dizziness. Dialysis was continued and pt recovered.